Event description:
It was reported by service report that the stretcher has a broken weld on the siderail and the siderail cannot be locked up. There was patient involvement; however, no adverse consequences are reported.